Event description:
A customer reported that a xia monoaxial screw was observed to have fractured approximately nine years post-operatively. The patient reported experiencing a sore waist and was hospitalized for observation and "conservative treatment". Revision surgery has not taken place nor been scheduled.

Manufacturer narrative:
Corrected data: b5.

Event description:
A customer reported that a xia monoaxial screw was observed to have fractured approximately five years post-operatively. The patient reported experiencing a sore waist and was hospitalized for observation and "conservative treatment". Revision surgery has not taken place nor been scheduled.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.